Manufacturer narrative:
(B)(4). Concomitant medical products: unknown magnum head, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00206. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right total hip arthroplasty surgery. Approximately 14 years later the patient underwent a revision procedure due to elevated metal ion levels, pain, discomfort, inflammation, dysfunction, loss of rom. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum pf cup 58odx52id item# us157858 lot# 923400 was returned and evaluated. Upon visual inspection the cup had scuffing on the inside radius of the device. Medical records were not provided. Review of the device history records of the cup identified no deviations or anomalies during manufacturing. Additional information does not change the root cause of previous investigation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.